Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the return of the patients incontinence requiring the use of pads. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was stable following the procedure.